Event description:
It was reported bd phaseal¿ p50 had a broken component of protector with no leak. The following information was provided by the initial reporter: "hcp injected the diluent into the vial by using an injector connected to a syringe, and the round plastic component of the hydrophobic filter was separated and the fluid flowed into the expansion chamber. As the fluid entered the expansion chamber, no leakage occurred and the drug aspiration could be completed. It was, however, apparent that the component was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This MDR should be cancelled based on an examination of the product and the information provided.

Event description:
It was reported bd phaseal¿ p50 had a broken component of protector with no leak. The following information was provided by the initial reporter: "hcp injected the diluent into the vial by using an injector connected to a syringe, and the round plastic component of the hydrophobic filter was separated and the fluid flowed into the expansion chamber. As the fluid entered the expansion chamber, no leakage occurred and the drug aspiration could be completed. It was, however, apparent that the component was broken."